Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (80% stenosis degree) in a mildly tortuous segment of the mid rca. After placing a guide wire and pre-dilation, an ivus passage was unsuccessful. The affected device was introduced into the patient's body using a 6f heartrail ii il35 guiding catheter but failed to cross the lesion. The complaint device was withdrawn, and the target lesion was further pre-dilated. The complaint device was re-inserted and advanced towards the target lesion, but the target lesion could not be crossed as the device got caught and a deformation of the stent was observed. Eventually, another manufacturer's stent was implanted to finalize the intervention. The complaint device was discarded at the hospital.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 %. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the IFU clearly states not to re-insert the stent system as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during the withdrawal.